Manufacturer narrative:
B5: describe event or problem- updated the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).

Event description:
It was reported that a faradrive steerable sheath clear that was selected for a denovo pulmonary vein isolation procedure to treat atrial fibrillation exhibited air ingress. During preparation of the sheath after insertion of the sheath into the left atrium and crossing the septum, air was visualized in the flush line during sheath aspiration. This occurred even though the shaft was air free. Thus, the sheath was replaced, and the procedure was completed successfully. No patient compilations were reported. The sheath is expected to be return for analysis. It was further reported that no abnormalities were noted during preparation of the sheath. No leakage nor any air in patient was noted. Pump irrigation method was used for the sheath with a 20ml/ min flow rate.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. The reported event was confirmed via analysis. E1: initial reporter phone: (B)(6).

Event description:
It was reported that a faradrive steerable sheath clear that was selected for a denovo pulmonary vein isolation procedure to treat atrial fibrillation exhibited air ingress. During preparation of the sheath after insertion of the sheath into the left atrium and crossing the septum, air was visualized in the flush line during sheath aspiration. This occurred even though the shaft was air free. Thus, the sheath was replaced, and the procedure was completed successfully. No patient compilations were reported. The sheath was returned for analysis. It was further reported that no abnormalities were noted during preparation of the sheath. No leakage nor any air in patient was noted. Pump irrigation method was used for the sheath with a 20ml/ min flow rate.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).

Event description:
It was reported that a faradrive steerable sheath clear that was selected for a denovo pulmonary vein isolation procedure to treat atrial fibrillation exhibited air ingress. During preparation of the sheath after insertion of the sheath into the left atrium and crossing the septum, air was visualized in the flush line during sheath aspiration. This occurred even though the shaft was air free. Thus, the sheath was replaced, and the procedure was completed successfully. No patient compilations were reported. The sheath is expected to be return for analysis.